Manufacturer narrative:
This report is to answer ufr (B)(4). A touch screen requires exact key positions on the screen for correct recognition of keys being activated by the user. To ensure this, the horizontal and vertical positions keys can be calibrated. In the ufr it was reported that the screen was off by the inch, consequently key positions were misaligned, which made adjustments of the ventilator difficult. In the reported case the device was not used on pt, as the problem was observed during start up. If key positions should drift during use, this has no direct influence on running ventilation, which would continue with the given settings. The monitoring and alarm functions remain fully functional. In the reported case a drager service rep performed a calibration, but this was not successful. Thereafter the screen was replaced. The concerned screen was not available for investigation. Quality data of the concerned touch screen were analyzed and found to be non suspicious. The case was assessed to be non reportable in accordance to 21 cfr part 803.

Event description:
It was reported in ufr (B)(4) that: the "ventilator was set up on pt and the touch screen was off by 1 inch, resulting in the ventilator unable to function properly."